Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, on many occasions, the gynecologic laparoscope gave the e226 and/or e228 error messages. The monitor screen also turned black for a few seconds. The issue occurred during a therapeutic cholecystectomy procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was not returned to olympus for inspection and the reported failure was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that, on many occasions, the gynecologic laparoscope gave the e226 and/or e228 error messages. The monitor screen also turned black for a few seconds. The issue occurred during a therapeutic cholecystectomy procedure. There were no reports of patient harm.